Event description:
It was reported the device was in back up mode due to an MRI. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Event description:
Additional information received indicated the device entered backup mode due to not reprogramming the device to MRI mode prior to an MRI scan.